Event description:
Patient reported right side rupture and "mammary swelled significantly". Healthcare professional reported "mammary size increase", "painful on palpation" and "dirty brown serous liquid". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo evaluation: visual analysis of the photographs identified yellow particle material on the shell, deformation and yellow tissue. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Patient reported right side rupture and "mammary swelled significantly". Healthcare professional reported "mammary size increase", "painful on palpation" and "dirty brown serous liquid". Device has been explanted.